Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to artifact related to the minute ventilation (mv) feature signal on the right atrial channel. No additional episodes of noise were recorded, and no out-of-range pacing impedances were reported. The presenting electrogram (egm) shows appropriate function and the mv feature remains on. The right atrial (ra) lead measurements are stable, and battery longevity is normal. This pacemaker and lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to artifact related to the minute ventilation (mv) feature signal on the right atrial channel. No additional episodes of noise were recorded, and no out-of-range pacing impedances were reported. The presenting electrogram (egm) shows appropriate function and the mv feature remains on. The right atrial (ra) lead measurements are stable, and battery longevity is normal. Received additional information the atrial lead impedance showed an isolated impedance spike last month at 1187 ohms with a subsequent return to stable values of 600 ohms. The presenting electrogram (egm) shows the device operating as programmed with one recorded non-sustained ventricular tachycardia (nsvt) episode. The battery status is normal and other lead measurements are stable. This pacemaker and lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to artifact related to the minute ventilation (mv) feature signal on the right atrial channel. No additional episodes of noise were recorded, and no out-of-range pacing impedances were reported. The presenting electrogram (egm) shows appropriate function and the mv feature remains on. The right atrial (ra) lead measurements are stable, and battery longevity is normal. Received additional information the atrial lead impedance showed an isolated impedance spike last month at 1187 ohms with a subsequent return to stable values of 600 ohms. The presenting electrogram (egm) shows the device operating as programmed with one recorded non-sustained ventricular tachycardia (nsvt) episode. The battery status is normal and other lead measurements are stable. This pacemaker and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.